Event description:
It was reported that the patient with this right atrial (rv) lead experienced syncope. Loss of capture (loc) and bradycardia was also observed. It was noted that the pacing output was programmed below the current capture threshold for this patient. Subsequently, this patient underwent a replacement procedure, this rv lead was surgically abandoned, and another rv lead was successfully implanted. No additional adverse patient effects were reported.